Event description:
The customer called reporting they were receiving erratic readings on their freestyle meter. The customer reports receiving a "hi" reading and they took extra insulin based on this reading. They then obtained two readings of 100 mg/dl and 150 mg/dl within 10 minutes of that reading. The customer reports having then become light headed and lost consciousness. The customer treated themselves at home with glucagon and did not require third party medical intervention. It should be noted, the customer had not correctly coded the meter prior to testing.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.